Event description:
During a tka they selected a single use 4 in 1 size 7 cr cutting block. During cutting, the surgeon nicked the plastic portion on the cutting block and spent approximately 5 minutes retrieving plastic shavings out of the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding wear debris involving a single use instruments - femoral kit (cr) - size 7 was reported. The event was confirmed by the photographs submitted with this event. Method and results: device evaluation and results: a visual evaluation was not performed as no items were returned. Several photos of the device are uploaded in the communications log of this pi. They show plastic debris in the area of the cutting guide slot. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that apparently the cause of the event was wear of the guide block slot caused by the oscillation of the saw blade as seen in the photographs submitted with this event. However, the exact cause can only be established by the return of the device which is needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a tka they selected a single use 4 in 1 size 7 cr cutting block. During cutting, the surgeon nicked the plastic portion on the cutting block and spent approximately 5 minutes retrieving plastic shavings out of the patient.